Event description:
Initial sodium result of 127 mmol/l. Same sample repeated gave results of 135 mmol/l, 129, 133 mmol/l, and 134 mmol/l. The initial result was not reported. The field service rep determined there was a loose fitting on the diluent syringe and a problem with the reference electrode. The instrument was repaired.